Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -5.5/+1.0/092 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: lens was returned with moisture and residue in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Claim#: (B)(4).